Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The needle valve was replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The needle valve was replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction found during the pre-use check which may result in hypoxic gas mixture delivery. There was no report of patient involvement.